Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient's battery will be replaced due normal life of battery (8 years). No further information was reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient saw a power on reset (por) on the ins recharger (insr) when charging the last 2-3 times they had been able to recharge. The patient reported not seeing por on either device during the call. They reported that the patient programmer (pp) showed the normal therapy screen and the insr showed the elective replacement indicator (eri). The patient stated they had not cleared the por nor reset the time. The patient was to follow-up with their healthcare professional. No symptoms were reported. No further complications were reported. Follow-up was conducted.